Event description:
It was reported that "product separated into 2 pieces. It broke entering into the hemostasis valve. No air, particulate or component was reported entering the vasculature. No harm, injury or consequence was reported."

Manufacturer narrative:
(B)(4). The customer report that a trapliner catheter "separated into 2 pieces" was able to be confirmed through investigation of the returned sample. The customer returned one trapliner catheter for evaluation. Signs of use were observed. Visual analysis revealed complete separation of the catheter at the weld joint between the hypotube and flat push rod. The outer diameter of both the hypotube and catheter body were within specification limits. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the catheter broke while being introduced to the hemostasis valve. No patient harm was reported. Based on the customer report and the sample received, unintended user error likely caused or contributed to the event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "product separated into 2 pieces. It broke entering into the hemostasis valve. No air, particulate or component was reported entering the vasculature. No harm, injury or consequence was reported."